Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of rx tunnel detachment. Imdrf impact code f2301 captures the reportable event of additional device required (grasper).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the black sheath (rx tunnel) detached inside the patient. A grasper was used to retrieve the rx tunnel from within the patient. The procedure was completed using the original device. There were no patient complications reported as a result of this event.